Event description:
A (B)(6) male admitted (B)(6) 2016 for one week of nausea and vomiting. Medical history includes metastatic pancreatic cancer, recurrent weekly paracenteses for malignant ascites, hypertension, type 2 diabetes and previous myocardial infarction and cerebrovascular accident. The patient was admitted on (B)(6) 2016 and underwent ercp (B)(6) 2016. Blood cultures collected on (B)(6) 2016 resulted on (B)(6) 2016 as (B)(6) and vancomycin-resistant enterococci (vre). Preliminary results from blood cultures collected (B)(6) 2016 were negative as a (B)(6) 2016 and were noted by the infectious disease physician.